Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device replacement was planned due to normal battery depletion. Device interrogation revealed 2 vt episodes that were undersensed. Patient condition was good after the event.